Event description:
It was reported that there had been a volume discrepancy in the patient's pump. Over the eight months prior to report, the reservoir had volume discrepancies over 25% more than the expected reservoir volume. A dye study had been performed and no problems were seen. Additionally, a rotor study was performed and it was stated that the rotors only moved 45 degrees instead of 60; however, it was noted that it isn't unusual to see less than 60 degree movement in this scenario. The drug used in this system was dilaudid.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).